Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient had a pump implanted in situ for symptom management after a spinal cord injury. The patient had no knowledge of the event/stall until it was mentioned at his refill appointment. The patient did not have any changes in his symptoms or benefits from the device and no alarms sounded to indicate an issue. The patient had not been exposed to any magnets or electromagnetic interference. It was further noted however that the patient had total memory of that day ((B)(6) 2024) and had no knowledge of being near any magnetic fields, and their phone and table have no magnetic attachments of any kind. The patient had nothing magnetic on their chair or bed. The patient did not remember anything that might have been remotely magnetic. The patient remembered what they were doing around 7 pm on (B)(6) 2024 and it didn¿t involve magnets or being near magnetic fields that would be strong enough to notice. It was further noted that obviously the patient has a phone and tv etc., but these have never been issues in the past. The patient had to cancel their entire holiday in france as they were unable to get holiday insurance whilst there appears to be an issue with his pump. The patient was questioning if a replacement was needed if nothing can be found to sort the issue. Additional information was however received on 2024-apr-26 from a foreign healthcare provider via a company representative. The patient had further mentioned that they now remembered that they had a magnetic bar to hold tools delivered to go in the patient¿s garage. Although the magnetic bar was in a box that it arrived in, the patient had put it on his lap to get in the garage. It was further noted that the patient indicated that the timing for his pump going off coincided with this so the patient wondered if there was any connection. It was further noted that looking at the prescription, since 2021 the patient had high residual volumes and that was as far back as their prescription notes went back. It was further reported that according to the patient they had this issue for as long as he could remember, even before this pump was inserted and was questioning a catheter issue. Refer also to MFR report number 2182207-2024-02484 regarding pump reservoir volume d iscrepancies / high residual volumes.

Manufacturer narrative:
E1 correction: the facility name and address has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider via a company representative regarding a patient who was receiving baclofen with concentration 2,000.0 mcg/ml at a dose rate of 550.1 mcg/day via an implantable pump. It was reported that a random motor stall occurred for no reason. The patient was clinically well, but was on a high dose. They were to provide the patient a prescription for emergency oral medication.  Aside from the motor stall, there were no other abnormalities seen in the pump report. As per the logs a critical alarm regarding pump motor stall occurred at 18:52 on (B)(6) 2024 followed by motor stall recovery the same date at 19:09.  No patient symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. No further issues had been reported though and the event has occurred again. It was further indicated that no further action was necessary at this point. It was believed the magnet was the issue, butit can¿t be confirmed. The pump implant date was unknown and the pump would not be returned to the manufacturer since it remains implanted. It was further noted that no patient details including age and weight at the time of the event will be shared and the company representative has received no further information/response from the healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was indicated that indeed the cause of the pump stall was due to the patient placing the magnet on their lap whist carrying it to its place of use. The logs confirm that the patient¿s pump stalled exactly when the magnet was delivered and would have been on their person